Event description:
It was reported that during a paddle implant procedure it was found out that patients had a hematoma. The "patient's" hematoma was device related. The physician removed the paddle and patient was doing well post operatively. The explanted device will not be return as it was kept at the facility.